Event description:
The customer reported defib and pacer test failure for this device. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported defib and pacer test failures for this device. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.